Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was buzzing with no display. Customer stated that new battery did not resolved the issue. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring : black. Device was returned for a blank display on (B)(6) 2021. I will be performing the displacement test, sleep current test, active current test and self test. Downloading of history files and traces utilizing thump will be used to generate a power graph as well as find battery/power related errors indicating power loss. A visual inspection for moisture and physical damage will be performed of the electronic assembly, motor and force sensor. Device passed the displacement test and self test. Pump was monitored. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range, however, insulin pump failed the sleep current test and active current test. Pump failed the active current test and sleep current test due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Moisture damage was also found on the force sensor and motor during visual inspection. No battery/power loss alarms noted during testing, however, a battery removed alarm was found in the history file [(B)(6) 2021 17:14:24] for the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.